Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 (air in line0 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had the home patient (hp) close all clamps and transfer set, cycled power off and on. The hc was at the press go to start prompt. The tsr explained the alarm and the hp stated during tonight's therapy he did disconnect and reconnected causing 2240 alarm. The hp did not leave a spare line unclamped and no leaks reported. At time of the call, the hp was connected. The tsr explained to the hp to discard all supplies and to report alarms to peritoneal dialysis registered nurse (pdrn) the next morning. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved, by starting over with new supplies. The hp said that he had disconnecting during dwell but did not reconnect in time when drain started. The hp finished therapy with manuals. Per hp, there were no loose connections or defects on the supplies. Per hp, he did not have any injury or harm as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4) and (B)(4). A labeling review found the labeling to be adequate for the use/user error identified in this incident.